Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user experienced signal loss between a dexcom g7 sensor and the ilet while the sensor remained connected to the dexcom mobile application; during the call, glucose readings resumed on the ilet. Symptoms included no reported clinical effects. Outcomes included no change in health status and no need for medical intervention or hospitalization. Investigation included customer troubleshooting and education for continuous glucose monitoring signal loss. Investigation of this case revealed transient communication disruption consistent with cgm signal loss to the pump, with the sensor and mobile app connection intact, and normal function restored without intervention. It was concluded, based on previously established findings for similar reports, that the cause was user or environmental factors affecting wireless communication.